Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: this meter is designed to display readings of 20 mg/dl to 500 mg/dl. A blood glucose reading greater than 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer's family member reported that on an unspecified date customer received a "hi" (a reading greater than 500 mg/dl) message on the display of his precision xtra blood glucose meter. Caller further reported that on (B)(6) 2011 at 10:00 pm customer fell down some stairs which resulted in a laceration to his nose. Caller further reported that on april 11, 2011 customer experienced diaphoresis, lethargy and felt "hot". It is unknown what if any third-party emergent medical intervention was received or if customer attempted to self-treat, as caller disconnected the call prior to gathering this information. There was no report of death or permanent injury associated with this issue.